Event description:
It was reported that the iab was being inserted in a pt with a large amount of calcification and tortuosity. As a result of this, the iab kinked. Therefore, the iab was removed and replaced. There were no further complications.